Manufacturer narrative:
The investigation reviewed the last calibration performed on (B)(6) 2024. The calibration signals were lower than the expected range. The investigation reviewed the qc data. The qc results using third-party qcs were within specifications before the patient sample was run. The investigation reviewed the alarm trace. There were no issues noted. The investigation reviewed the simple foam detection (sfd) images. There were no issues noted. The investigation determined the event was consistent with the accumulation of crystals on the sample probe. Product labeling states "daily maintenance of the e 801 module - cleaning probes and nozzles of the e 801 module - to ensure that the instrument measures accurately, you must clean the sample probe, reagent probes, the nozzles of the pre-wash area, and the electrochemiluminescent (ecl) sipper nozzle." A general reagent problem was not present because the qc before the event was within specifications.

Event description:
The initial reporter received a questionable elecsys free psa immunoassay result from one patient sample tested on the cobas e 801 analytical unit. The initial result was reported to the clinic. The clinical complaint prompted the rerun of the patient sample. The initial free psa result was 4.57 ng/ml. The first repeat result was 0.530 ng/ml. The second repeat result was 0.518 ng/ml. The third repeat result after high-speed centrifugation was 0.521 ng/ml. The total psa result was 2.9 ng/ml.

Manufacturer narrative:
The customer stated that the sample probe had crystals. The serial number of the customer's cobas e 801 analytical unit is (B)(6) the investigation is ongoing.